Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the patient's blood. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. In the event that the dialysate temperature exceeds in the alarm limit, the fluid pump turns off and the blood remains circulating until the dialysate temperature goes below the alarms limit. The operator has included use of an air conditioning unit in the treatment room and lowered the warmer setting. There have been no similar problems reported subsequent to this event, suggesting there is no evidence of a device malfunction. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine hemodialysis treatment the cycler displayed a temperature alarm which would not resolve. The patient began to feel dizzy and wanted to discontinue treatment. Technical support attempted to instruct the operator on end of treatment rinseback. An arterial alarm occurred and the operator decided to discontinue treatment without rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.